Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (motor issue) issue. There was no indication that the product caused or contributed to an adverse event. The customer stated that the piston was not moving during the load cartridge step and remained at 198 units after the load step, even when the cartridge was only half full. The customer was having to complete multiple large primes to get any insulin to come out the tubing.there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/03/2017 with the following findings: during investigation, the complaint was confirmed. At the load step with no cartridge, the pump detected the cartridge at 198 unites. The pump was opened and the drive assembly screws were unevenly tightened. When the drive assembly was adjusted, the pump functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.